Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report of an incident while the patient was on pump. The details of the incident were requested but no further information has been provided to date. There was no report of patient injury. The customer requested that sorin group technical service evaluate the system. A sorin group field service representative went to the facility and completed a full functional check of the system. No problems were found. Further communication with the customer indicated that there was no issue with any sorin group product and patient information will not be made available.

Event description:
Sorin group received a report of an incident while the patient was on pump. The details of the incident were requested but no further information has been provided to date. There was no report of patient injury.